Event description:
Visual inspection shows the distal end fractured at 36 cm from the hypotube. A scrape mark was noted at 28 cm from the inconel tube toward the proximal end. The fractured wire was sent to the sem lab. The fracture surface exhibited evidence of fatique in a tensile overload direction. A chunk of tin(sn) was found adjacent to the fracture surface. The fracture ribbon's length is 1.07 mm(042"), the thickness 0.0487 mm, (0.001917") and the width is 0.0999 mm. Results were reviewed by a quality engineer with materialography expertise: "this nitinol fatigue fracture, located in the stamped region, initiated at the upper left quadrant of the sem orientation image. The fatique crack propagated diagonally until 45% of the cross-sectional area was compromised. Final, quick fracture occurred as a result of a tensile force calculated as 0.097 ib., which is almost twice the specified force of break for this product. It was concluded that the devcie fractured when exposed to a force that exceeded product specifications. No evidence of material defects was detected." Lot has not been involved in other complaints, has no anomalies related to the complaint and met all specifications relevant to the complaint lot release. The customer's complaint was confirmed. The fracture is attributed to the method of used based on the sem results and the review by the quality engineer with materialography expertise and also evidenced by the scrape mark noted above. Approx .038" of ribbon, plus .455" of ss tip is missing from the wire. The dfu cautions: "do not torque, advance, or withdraw the guidewire if significant resistance is felt. Resistance may be felt and/or observed under fluoroscopy noting any buckling of the wire tip. Torquing, advancing or withdrawing a guide wire against significant resistance may cause vessel damage, guide wire damage and/or guidewire tip separation. Corrective actions have been implemented to eliminate and mitigate against a recurrence of this event.

Event description:
It was reported that during a ptca treatment procedure, the tip of the pt2 light support 185 cm straight tip guidewire fractured and remains in the pt's body. The lesion being treated was a calcified, 95% stenotic lesion in a very tortuous proximal left circumflex (lcx) coronary artery. A pt2 ls crossed the lesion along a brite tip jl4 guiding catheter and a cypher 30/13 mm stent was successfully deployed. When the atlantis sr pro2 was reinserted to visualize the lesion, the distal end of the guidewire fractured in the distal lcx. The wire was exchanged for a luge, but was unable to cross the distal stent due to the extent of the vessel tortousity. Therefore, a new pt2 ls guidewire was used and successfully crossed the tortuous region. The stent was postdilated with a quantum maverick balloon. The physician attempted to snare the fractured fragment of the guidewire, but was unsuccessful. Pt status is reported as `stable'.